Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the balloon was ruptured after two hours of replacement. The procedure was completed with another device. The procedure was able to be performed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A functional evaluation of the returned device revealed that the balloon had a small pinhole in it, causing leakage and rendering the device non-functional. Although the customer complaint was confirmed, it cannot be determined conclusively how the small hole in the balloon occurred.